Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: not performed as no items were returned. Photographs of the explanted devices were provided. Damage on the rim of the articular surface of the insert is noted. The damage likely occurred during explantation. Conclusion: clinician review of the provided information determined the patient was revised for a leg length discrepancy. The dislocations are considered secondary to the leg length discrepancy and are not device-related. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Patient has had at least 7 dislocations according to h&p, after most recent trip to e.r. Patient made appointmentt with surgeon to possibly fix problem. Patient was revised on (B)(6) 2015.

Event description:
Patient has had at least 7 dislocations according to h&p, after most recent trip to e.r. Patient made appointment with surgeon to possibly fix problem. Patient was revised on (B)(6) 2015.